Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of the shocking impedance to the point it is out of range. Also, this lead exhibited noise on the shock electrogram (egm). This lead is suspected to be fractured, but this has not yet been confirmed as the patient was not sent for x-ray. There are no plans to replace this lead at this time due to patient condition and the patient is not dependent. This lead remains in service. No adverse patient effects.